Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was intended to be implanted in the endovascular treatment of a 68mm thoracic aortic aneurysm. It was reported that prior to the procedure when the device was being prepped, the device would not flush. Saline was injected through the leur connector to flush the guidewire lumen but it did not come out of the distal end of the tapered tip,instead saline leaked from the side of the tip and sheath, or from the side flush port, and it could not be flushed. An attempt was made to insert a guidewire through the guidewire lumen from the tip but it was caught and could not advance. The use of this device was then abandoned and another device used instead. As per the physician the cause of the event can not be determined. No additional clinical sequel were provided and the patient is fine.

Manufacturer narrative:
Additional information received: it was reported that it was noted that there an abnormality seen in the guidewire lumen and an attempt was made to load the guidewire after the leak was observed to see if insertion was possible, however the guidewire could not be inserted as intended. It was reported the guidewire was inserted as far as the tip of the delivery system and became caught at the front of the outer sheath. The taper tip was not manipulated in an attempt to advance the guidewire. No force was applied and no resistance was noted when the guidewire was being removed. Device evaluation summary: a 0.035-inch guidewire was loaded via the taper tip and advanced proximally to exit via the luer with no resistance observed. A leak was observed from the device handle between the clamping ring and the tip capture release handle when flushing the device via the luer. A small volume was observed exit via the taper tip. No blockage was noted in the taper tip. The handle was disassembled, and the peek tubing was removed from the backend filling by lifting the clips. Three indentation marks were visible on the circumference of the tubing. A small tear was visible at one of the indentation marks indicating the clip had penetrated the tubing. The reported leak was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.